Event description:
It was reported that at the user facility the device was overheating. No further information was provided by the user facility.

Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor and the rotor, which is a probable cause of the device overheating.